Event description:
The caller reported not seeing insulin drops at the end of tubing during the fill tubing step, which is an ongoing issue. There was no adverse impact on the customer's blood glucose level, as it did not exceed normal limits. Technical support instructed the caller to replace and fill tubing correctly, resolving the initial problem. The caller was advised to rotate the infusion sites and consider trying different infusion sets, including a possible trial with trusteel 8mm. Samples were provided, and the caller agreed to the plan, expressing appreciation for the assistance.